Manufacturer narrative:
The autopulse platform was returned to zoll on 02/08/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Thornton fire administration received a 911 call on (B)(6) 2017 for a patient that was experiencing a cardiac arrest at the residence. The autopulse platform was deployed and performed compressions without any issues. The crew then paused the platform for the first breath break and the platform could not be restarted. The platform sometimes was displaying error message user advisory 17 (max motor on time exceeded during active operation). The customer did not see any signs or symptoms of trauma. The crew immediately discontinued use of the platform and reverted to manual CPR. Rosc (return of spontaneous circulation) was not achieved. Physician pronounced the patient dead at the residence. The customer stated that the criteria for pronouncement was extended down time as well as asystole after multiple rounds of acls (advance cardiac arrest life support) medications. The cause of the cardiac arrest is unknown. It is unknown if an autopsy was performed. Customer does not attribute the patient's death to the use of the autopulse.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying error message user advisory (ua) 17 (max motor on time exceeded) was confirmed during archive review, but not during functional testing. There were no device deficiencies found during evaluation of the retuned platform that could have cause or contributed to the reported complaint. The root cause of the error message ua 17 was due to the platform being unable to achieve the 20 % depth compression on stiff/large patient with the li-ion battery that was not fully charged. Per the autopulse user guide, the li-ion battery must always be charged before placing the battery in active operation. Failure to charge a battery before use may cause device power failure. No physical damage was noted during visual inspection. Archive data review indicated error message ua 17 (max motor on time exceeded) on the reported event date of january 24, 2017 and the li-ion battery (s/n (B)(4)) was used on the platform. Based on the archive, the battery was low in power and performed 103 compressions on a stiff patient (max load sum exceeded 182 ibs) before displaying error message ua 17. The drive motor did not reach the target depth position with the low power battery that was used on the stiff/large patient. Further archive review showed error message ua 12 (lifeband not present) unrelated to the reported complaint. The initial functional testing could not be performed due to error message ua 12 (lifeband not present) displayed upon powering the platform. The ua 12 was caused by loose screws on the lifeband clip reset switch. The loose screws were adjusted to remedy the fault. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is serviced to specification. The drive train motor was replaced. The clutch plate was deburred due to a stiffness on the drive shift, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).